Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump alarmed hardware low level failure and the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current and selftests. The motor was tested outside the pump and passed. A pump error 63 was confirmed in the pump history due to a broken trace at the keypad assembly. No audio anomalies or pump error 63 noted during testing. Audio levels changed when adjusted. The audio/vibrate, anomaly/absence of alarm were not confirmed. No unexpected pump error 4 alarms were noted during testing. However, the formatted history file confirmed the pump error 4 alarm due to a software error.